Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed tool damage on top cover, delamination on bottom cover¿s silastic, and a severed electrode after the fantail and before the electrode ground ring. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed broken electrode wires within the fantail. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. The photographic imaging inspection revealed broken wires in the fantail region. It is believed that these breaks caused the open electrodes. This version of the hires 90k device is no longer distributed. A corrective action was implemented. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient reportedly experienced decreased performance and open circuits prior to revision surgery. The recipient is performing well following revision surgery. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.